Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02732 . It was reported the patient experienced an uncomfortable burning sensation at his ipg site while stimulation is on. The patient turned off the stimulation and used an ice pack to cool the area. The patient was evaluated by the physician and confirmed physical heat at the ipg while stimulation is on. Lead diagnostics revealed low impedance values. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02732. It was reported the patient's ipg was explanted and replaced with a different ipg model. The patient's issue was resolved and stimulation was restored.